Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received fully deployed. Corrosion was observed through the top and bottom housing. Upon removal of the housing, corrosion was observed on multiple internal components. All attempts to download the pod data were unsuccessful. During fluid path testing, an internal leak was observed due to an internal tear on the unexposed portion of the soft cannula. The internal leak is confirmed as the cause of the corrosion, low batteries, and data loss. It could not be determined if the observed leak contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.4. Hardware: iphone 14.7. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error during operation.